Event description:
The complainant reported that a 62-year-old male patient on impella cp support did not have dopplerable pulses prior to leaving the catheterization lab after impella cp procedure. On the same day of impella cp placement, the patient was taken to the catheterization lab for percutaneous coronary intervention (pci) procedure. While doing the pci procedure, the patient had to be defibrillated two times due to runs of ventricular fibrillations. The physician decided to explant the impella cp while in the catheterization lab and assess distal perfusion to the right leg. The physician ballooned the distal superficial femoral artery and the knee. Perfusion was noted with dopplerable pulses. The patient was stable. The patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of limb ischemia and ventricular fibrillation (vf) has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia and vf was not determined.